Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited an out-of-range pacing impedance measurement less than 200 ohms resulting in a signal artifact monitor (sam) episode, and deactivation of the minute ventilation (mv) feature. Additionally, out-of-range intrinsic amplitude measurements were observed and stored atrial tachy response (atr) episodes were reviewed that contained oversensing of noise. Technical services (ts) recommended further review by the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.